Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the reload was fully fired with the interlock engaged. One back extruded staple could be seen stuck into the staple cartridge. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when on 4th firing in the staple line of the stomach, one (1) single staple was left in the reload and did not form properly. The surgeon inspected the area as usual and found that the staple was stuck in the stapler and did not go into the tissue, staying in the reload. There was no patient injury.